Manufacturer narrative:
The reported event of lead impedance anomalies and material integrity were not confirmed. The device was received with normal lead impedance, normal outputs and telemetry communication. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. No anomalous that can potentially cause any functional issue

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was capped and replaced on (B)(6) 2024.during the lead revision procedure, the pacemaker can was noted to be dented and was explanted and replaced. Besides the left ventricular lead also noted to exhibit loss of capture. The programming changes was performed for the lv lead. The patient was in stable condition throughout the procedure.